Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional info: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. The image sensor unit was broken, which led to the suggested event. Based on the results of the investigation, it is presumed that the internal image sensor had damage by applying external stress by hitting/dropping the distal end because a distal end part, the c-cover, was found broken. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis exera iii bronchovideoscope's entire screen became black and showed no images (blackout) and it was unable to be restored. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.